Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Patient identifier, age, sex, weight & other relavent history are unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient's age, sex and weight were not provided. If the requested information becomes available, supplementary report will be submitted. Implant and explant dates are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.